Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient started having electrical arrythmias and ventricular tachycardia and became unstable. The patient subsequently expired while on the table. The cause for the adverse events experienced by the patient could not be conclusively determined with the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent an outpatient elective percutaneous coronary intervention (pci) due to a failed stress test. Access was obtained via right radial artery. It was reported that this was a multivessel intervention involving the ostial right coronary artery (rca), left main (lm), left anterior descending artery (lad), and circumflex arteries. The ivl catheter was only utilized in the lad and lm arteries. The physician first treated the ostial rca with stent which was uneventful. Following treatment of the rca, the physician pre-dilated the lad and lm lesion with smaller non-compliant (nc) balloon, and then completed ivl treatment. The ivl balloon delivered 10 pulses in the lm and 60 pulses in the lad in the distal to proximal fashion. Then the final 10 pulses were delivered in the lm and the ivl catheter was removed. Post ivl treatment, the angiogram revealed a dissection in the proximal lad and distal main. After the ivl treatment, the lesion was post dilated using a non-compliant (nc) balloon and a deployment of stent and visualized with ivus imaging. At this time, the patient began exhibiting electrical arrythmias, including ventricular tachycardia (vt) and was reportedly unstable. Angiograms revealed a diagonal branch had been jailed by the lad stent and had sluggish/no flow resulting in the need to dilate the diagonal branch. The physician treated the diagonal with a balloon achieving a good angiographic result before intervening on the circumflex artery. A stent was placed at the ostial circumflex artery due to observed plaque shift. Following the circumflex intervention, the patient spiraled into more arrythmias and subsequently expired on the table.